Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of premature ventricular contractions (pvc) was noted on the electrograms (egm) and intermittent undersensing was noted on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.